Event description:
Related manufacturer reference number:2017865-2021-39861. Related manufacturer reference number:2017865-2021-39862. Related manufacturer reference number:2017865-2021-39863. It was reported that the patient presented with a pocket infection. Further information was requested however, was not provided.

Event description:
New information noted that the entire system was explanted on (B)(6) 2022. The patient was stable before, during, and after the procedure.